Event description:
According to the available information during a urinary catheterization procedure on a male parkinson's patient, the balloon ruptured shortly after insertion into the patient's bladder, causing the catheter to fall out and requiring reinsertion with an identic urinary catheter. The incident of the balloon rupturing in the bladder occurred four times without any apparent explanation. The patient had limited mobility and did not pull on the catheter. The lot of urinary catheters were changed. Clinical consequences: repeated reinsertion of the catheter, causing bleeding from the urethra, pain, and edema of the penis.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional devices referenced in b5 are captured under separate reports.

Manufacturer narrative:
Correction: b1. Adverse event. B2. Other serious or important medical events. H1. Serious injury. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional devices referenced in b5 are captured under separate reports.

Event description:
According to the available information during a urinary catheterization procedure on a male parkinson's patient, the balloon ruptured shortly after insertion into the patient's bladder, causing the catheter to fall out and requiring reinsertion with an identic urinary catheter. The incident of the balloon rupturing in the bladder occurred four times without any apparent explanation. The patient had limited mobility and did not pull on the catheter. The lot of urinary catheters were changed. Clinical consequences: repeated reinsertion of the catheter, causing bleeding from the urethra, pain, and edema of the penis.